Manufacturer narrative:
No unexpected audio anomaly was noted during testing. The insulin pump passed the restart error test and self test. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a missing end cap sticker.

Event description:
It was reported that the customer experienced frequent audio alarms. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.